Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray review: post-op x rays for t12-l5 posterior spinal fusion showed several set screws out of the screw heads. Fusion status is unknown. The rods appear to be long and may be interacting with the sacrum as a potential reason for this failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the x-ray image provided showed break-off set screw out of the head of the screw which caused nerve root compression in two levels. Revision surgery was performed on (B)(6) 2018 to fix and replace the three failed screws, two rods and ten set screws. Patient had lower limb weakness and no disability.